Event description:
It was reported that both the rv and ra leads were explanted and replaced due to high impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) distal conductor fractured, proximal conductor fractured, outer insulation torn and breached cut and white substance. Full lead returned and analyzed.